Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing during stored atrial arrhythmia electrograms (egm) resulting in a high episode count. Premature ventricular contractions (pvc) were evident on the current egm. The lead remains in use. No patient complications have been reported as a result of this event..